Event description:
Epidural pump sounded "occlusion" alarm. It had been running fine for some time until the pt was repositioned, so catheter occlusion was suspected when injection proved difficult. The catheter was inspected and no kinking was noted and the pt was becoming more uncomfortable, so the epidural catheter was replaced. The pump tubing had been replaced as part of the troubleshooting process. When the pump was connected to the new filter/catheter assembly, it too alarmed "occlusion." Later it was found that both filters were occluded or "air locked" -1- despite having been thoroughly primed with saline prior to use. The pump tubing and infusate container had been purged of air prior to use. The air-excluding filter on the infusion set was in use. -1- lin, cc. Air-locked epidural filter anesthesiology: volume 99-2- august 2003 p 515.